Manufacturer narrative:
Initial medwatch submitted to the FDA on 24/may/2021. A review of the device labeling notes the following: the current orbera® intragastric balloon system directions for use (dfu) addresses the known and anticipated potential events of "deflation" as follows: "the physiological response of the patient to the presence of the orbera system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response." "Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms." "Complications: possible complications of the use of the orbera system include: gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon. Abdominal or back pain, either steady or cyclic. Deflation and subsequent replacement." "Deflated device should be removed promptly."

Event description:
The patient presented with green urine. The balloon was found deflated and was removed successfully and replaced.

Manufacturer narrative:
Supplement #1 medwatch submitted to the FDA on 25/jun/2021. Device evaluation summary: the device was returned to the apollo device analysis laboratory on (B)(6) 2021. A deflated balloon with blue discoloration was returned for evaluation. The fill tube was not returned. A sample fill tube was connected to the slit valve and an air leak test was performed, and the balloon inflated as intended; however, due to a small slit on the shell the balloon slowly deflated. Under microscopic analysis, the opening on the shell was noted to have striated edges, consistent with damage from a surgical tool for removal purposes. The complaint could not be verified as it is uncertain the cause of the deflation with the returned device due to the slit on the shell having jagged edges for removal.